Event description:
It was reported that the patient was experiencing inadequate stimulation and her battery was dead. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned.